Manufacturer narrative:
The customer claimed that qc was not within established specifications prior to this event and cleaned the glucm cup and replaced the stir bar. The customer then continued to run patient samples. The samples were collected in gold top tubes. A field service engineer (fse) was dispatched and performed a complete hardware overview of the system. The local service and national specialists will continue to monitor the system for further issues that may occur. Root cause is unknown at this time for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via (B)(4). The customer indicated two (2) patients' glucm sample results did not match when running in duplicate mode. The samples generated false low results. No erroneous results were reported out of the laboratory. The results provided by the customer are shown below. The customer did not call and complain to bci about these samples. Patient treatment was not affected in regard to this event.